Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer would not boot and had a system error. Analysis also found corrosion on the lem (link electronic module) pcb (printed circuit board) assembly, mother board, and power supply. (B)(4).

Event description:
It was reported the programmer does not boot up. The programmer was returned for repair. There was no patient involvement.